Event description:
Dealer advised enduser stated large wheel is turning into the chair. Dealer advised enduser took bolt out to see if it is stripped and shaft is shorter on one side. Dealer advised enduser stated she thinks this is causing wheel to drag. Spoke with (B)(6) in tech. Tech advised spacer could be missing, something could be bent or arm can be pushed out causing the issue. Tech advised chair to be looked at by dealer. Dealer could not provide any further information.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.